Event description:
The medical center had placed an impella cp via the axillary insertion site. During the support the team noted bleeding from the axillary site of the cp. The team attempts of troubleshooting by sponges and reinforcement failed. The team had to infuse blood products back to the patient.

Manufacturer narrative:
The medical center discarded the impella product at the time of explant. No benchtop analysis to root cause is possible. Further clinical questions have been asked of the medical team. Should a root cause be determined, a final report will be forthcoming. The failure mode will be monitored and trended.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. Without product return, the clinical details alone was analyzed. Root cause was most likely patient condition related as the high blood pressure increased the bleeding and made it tough for hemostasis to be achieved. Failure mode will be monitored and trended.